Event description:
Customer reported the system made a long beep and then would not produce an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded software and reseated circuit boards. System operates as intended.